Event description:
The event is reported as: a crack was discovered in the humid-vent during use. It was replaced with another one. No report of pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.